Event description:
It was reported that device inner package was not sealed. A 300cm, 8cm poly tip v-18 control wire was selected for use. However, during unpacking, it was noticed that the outer package was fine but the inner package was not sealed. The procedure was completed with a different device. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR.: unit returned with its original opened pouch. During visual inspection, it was confirmed that the manufacturing seal was incomplete and opened. During microscopic inspection, it was confirmed that the manufacturing seal was incomplete.

Event description:
It was reported that device inner package was not sealed. A 300cm, 8cm poly tip v-18 control wire was selected for use. However, during unpacking, it was noticed that the outer package was fine but the inner package was not sealed. The procedure was completed with a different device. There were no patient complications reported and the patient status was stable.